Event description:
It was reported that a spectrum pump failed an occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the device was received for evaluation. During functional testing, the device alarmed upstream occlusion and downstream occlusion and was not reproduced. The device was tested for downstream occlusion detection and upstream occlusion and the device passed. A review of the history log revealed multiple events of "downstream occlusion!" Alarms and "upstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be force sensor and ultrasonic sensor found out of calibration. The force sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.